Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip did not align with the other grip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the medium-large clip applier instrument failed to grip the tissue as the jaws were crossing wrong way. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument passed engagement and was able to retain the clip throughout engagement but could not apply the hem-o-lok medium-large clip onto the vessel/tissue during the 1st application. There was no report of fragment(s) falling inside the patient. The vessel or tissue bundle was less than 10 mm.

Manufacturer narrative:
The medium-large clip applier instrument was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the investigation is completed, and/ or if additional information is received.